Manufacturer narrative:
The reported event of unable to loosen the atrial and ventricular setscrews was confirmed. Analysis was performed and it was revealed that epoxy was found in both the atrial and ventricular connector block threads, which resulted in the reported stuck setscrew event. The presence of epoxy was caused by a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the leads were unable to be connected to the header of the pacemaker. The pacemaker was not used and replaced to resolve the issue. The patient experienced no consequences.